Manufacturer narrative:
Corrected data: section h6- the device code should have been wireless communication problem (3283) rather than therapeutic or diagnostic output failure (3023). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32228, related manufacturer reference number: 3006705815-2020-32227. It was reported that during the procedure on (B)(6) the ipg was damaged during the surgery ¿ repairs were attempted but rep was not able to communicate with the ipg with the cp. The ipg was placed in surgery mode prior to procedure. So the ipg was also replaced. This resolved the issue.